Manufacturer narrative:
B. Braun contacted usp to obtain more info on /26/07, but, medication safety analyst, would not release any info directly to the MFR. He agreed to forward b. Braun's request for add'l info to the customer. The MFR could not duplicate the reported problem. The device's design is such that pressing the keys in the sequence described by the customer does not result in the described behavior.

Event description:
B. Braun rec'd the following report via the usp medication errors reporting program: male patient ordered lidocaine at 1mg/min in emergency dept, nurse sets b. Braun outlook smart pump in dose mode for 1mg/mins or 7.5ml/hr and then started the pump (bag is 2 grams in 250mls). At 0010 pt was given mexiletine-noted pt was easy to arouse, but groggy and talked thick tongued-vital signs stable and wnl pt transported to unit-sleeping entire time. On arrival speech was slurred; gcs 10 (eyes 3, verbal 2, movement 5). Floor nurse noted pump was set at 100ml/hr. Pt began to seize, code was called. The ed nurse selected dose mode, picked lidocaine, and programmed the pump to deliver 1mg/mins (or 7.5ml/hr). She then hit "run." Because she didn't hit "accept" and then "run" the pump reverted back to its previously programmed rate (which was apparently 100ml/hr). The pt had rec'd 1187 mg of lidocaine at the time of discovery. He is now fine."